Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of defect reported, it is necessary to evaluate the physical device involved in this complaint. No corrective action can be established since the sample is not available for investigation. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
Customer complaint alleges that the bite guard separated into its individual components, during use on an intubated patient. No reported injury or consequence to the patient. Patient condition was reported as "fine".